Manufacturer narrative:
(B)(4). A review of the device log confirmed the reported high drain volume 104 alarm. The device passed all functional testing during evaluation. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a high drain 104 alarm occurred on the homechoice (hc) machine after use. The home patient (hp) was released from the hospital the day before this event. The hp was hospitalized due to the low blood pressure, and the hp had a pacemaker put in. The caregiver (cg) stated that in drain 3 of 4, she bypassed the low drain volume alarm. The baxter technical service representative (tsr) advised the cg not to bypass the alarm and to call baxter for troubleshooting assistance in the future. The tsr would swap the device due to the high drain alarm. The cg had notified the peritoneal dialysis registered nurse (pdrn) of the high drain alarm. The hp had the procard. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice returned instrument test/evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.